Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Traces of moisture were noted at motor assembly per visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to moisture. The customer explained that she had been outside all day and sweating. Blood glucose value was 386 mg/dl which she had not been able to treat. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.